Event description:
Pt tested on suspected device and blood glucose =115 mg/dl. She began to feel "funny" and tested again one hour later with reading of 168 mg/dl. Emergency medical technicians arrived and tested her blood glucose as 40 mg/dl. (Emergency medical technicians meter) pt was treated with glucose IV and at the hospital it was determined that she had suffered a paralyzing stroke during the incident.